Event description:
A malfunction alarm was reported by the caller, indicating a problem with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which did not resolve the issue as the malfunction code recurred. Consequently, technical support sent a replacement pump and instructed the customer on procedures to follow upon receiving it, including storing the faulty pump and returning it with a pre-paid label.